Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that within a week of implant, the patient had a deep vein thrombosis (dvt). The physician feels that there may be a correlation between the dvt and the implanted system. The patient was treated with medication, and the system remain in use. No further patient complications have been reported as a result of this event.